Event description:
The customer stated that the buttons on the insulin pump were unresponsive. The reported blood glucose reading was 107 mg/dl. Nothing further was reported.

Manufacturer narrative:
The display was blank due to the metal frame of the liquid crystal display board shorting out the electronic panel.